Event description:
Report received from (B)(6) stating that the device had a broken/bent neuro tip. It is unk if the device was used during surgery. It is unk if injury or medical intervention were reported. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).